Manufacturer narrative:
UDI= (B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment outside the patient occurred. The target lesion was located in the coronary artery. A 2.25mmx16mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but was unable to cross the lesion. The device was removed from the patient's body and the lesion was pre-dilated. The device was re-prep and it was noted that the stent came off the balloon. The procedure was completed using another of the same device. No patient complications were reported.